Manufacturer narrative:
Date rec'd by MFR: 23jul2019. Date of report: 14aug2019. The customer reported that the problem could not be duplicated. The customer performed the power fail test and the internal battery test and the ventilator successfully passed both, so it was put back into service. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the ventilator shut down while it was unplugged and produced an alarm. The ventilator was being used on a patient at the time that the problem was discovered; however, there was no patient harm. The patient's information has been requested.